Manufacturer narrative:
The zoll autopulse platform was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the emergency crew used the autopulse platform (sn (B)(4)) on a cardiac arrest patient. The platform performed compression for approximately 15 minutes. The autopulse platform was stopped by the user to perform a rhythm check, however, upon proceeding with the compressions, platform power off on its own and will not power on. Manual CPR was immediately performed for about 2 minutes during the transport to the hospital. Upon arrival, the hospital personnel continued with manual CPR and advanced cardiovascular life support for an unknown period of time, however, return of spontaneous circulation (rosc) was not achieved, the patient was pronounced dead at the hospital. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. In this event, death is attributed to out-of-hospital cardiac arrest (ohca). Death is an expected outcome for ohca.

Event description:
It was reported, the emergency crew used the autopulse platform (sn (B)(4)) on a patient in cardiac arrest. The platform performed compression for approximately 15 minutes. The autopulse platform was stopped by the user to perform a rhythm check, however, upon proceeding with the compressions, platform power off on its own and will not power on. Manual CPR was immediately performed for about 2 minutes during the transport to the hospital. Upon arrival, the hospital personnel continued with manual CPR and advanced cardiovascular life support for an unknown period of time, however, return of spontaneous circulation (rosc) was not achieved, the patient was pronounced dead at the hospital. The platform, later on, was powered on and showed half charged battery on the lcd screen. Additional information from the customer stated the autopulse platform not powering on the following day despite the use of multiple batteries. No further information was provided.

Manufacturer narrative:
Customer reported that during a call, the autopulse was performed compressions as expected and due to low battery condition it shut down. A day later the autopulse would not power on with any battery. There was no patient involvement on the second day. The archive confirmed that a battery sn: (B)(4) was placed 2 days prior to the case. At the time of insertion, the battery was fully charged as indicated by the remaining battery capacity (1400mah). The battery was not removed and recharged for two days. At the time of power on for the cardiac arrest call, the battery had drained with remaining battery capacity of 1216mah. The autopulse preformed compressions for nearly 14 minutes, at which point the battery was drained enough (remaining battery capacity of 645mah) not to be able to power the autopulse compressions. The battery drainage was as expected. The low battery condition was caused since the battery maintenance was not followed per instructions for use. The failure of the autopulse was verified by visual and functional testing. The visual inspection noted the physical damage on load plate cover and short black cover. This observation is indicative of mishandling and is unrelated to the reported issue. The reported issue of the autopulse platform did not power up was confirmed during the initial functional testing. Upon further inspection, it was found that the cable on the processor board was not fully seated. After replacement of the load plate cover and short black cover, the connector was re-attached properly to restore the proper functioning of the autopulse platform. The functioning was further verified with the load characterization check and confirmed that both load cell modules are functioning within the specification. The platform operated as intended with continuous compression on the normal resuscitation fixture without any issues. The cable connector and the socket on the processor board were not damaged. We are unable to confirm the exact root cause. However, the connector may have come loose during use under conditions such as extreme vibrations or it may not have been properly seated during the previous service in july 2017. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
Per clinical supervisor, the death was not attributed to the autopulse platform.